Event description:
The customer reported that the system had a filament regulator error during a case. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.